Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was selected for use. However, after inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported.